Event description:
On 09/18/2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio 2 meter read inaccurately high compared to how they felt. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue occurred at 3:30 pm on (B)(6) 2018. At this time the patient obtained a blood glucose result of ¿120 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with an unspecified dosage of humalog insulin per day and the reporter did not mention whether the patient had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient developed the symptoms of ¿shaking and nauseous¿ 3 minutes after the alleged product issue occurred and the reporter treated the patient by giving them food and/or drink to raise their blood sugar again. The reporter measured the patient¿s blood glucose at ¿68 mg/dl¿ at this time. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and when performing a control solution test the result obtained fell out with the control solution range for the vial of test strips being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.